Event description:
Auto accident 6/20/99 w/ deployment of air bags & possible rupture of breast implants. Implants removed and found to have rupture of outer lumen (saline) only. No silicone gel bleed or rupture noted.